Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an image problem due to vibration. The issue was found during an orthopedic surgery that was completed with the same device. There were no reports of surgery delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the displayed image was flickering, poor contact in the camera unit, water leak in the button and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the displayed image was flickering, due to the poor watertightness of the button, the water tightness was lost and also there was poor contact in the camera unit. The most probable cause of the complaint was cause trace to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.